Manufacturer narrative:
H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis.  The investigation was completed on (B)(6)-2021. It was reported that a patient underwent an atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium and a hemostatic valve separation issue occurred. There was a lot of resistance with the dilator and the carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium. The black valve was detached and rotated in the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium was replaced and the procedure continued successfully. Additional information received indicates that it appeared that the valve gasket was sideways internally in the hub and it looked to be in 1 piece. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being prepped prior to use. Therefore, air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The biosense webster, inc. Product analysis lab received pictures for analysis. According to the pictures provided by the customer, the hemostatic valve was observed bent inside the hub of the vizigo sheath, no other damages or anomalies were observed on the pictures provided by the customer. The customer complaint was confirmed. The product analysis was performed as appropriate in order to find root cause of the complaint. The product was returned to biosense webster for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. On the other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed and no internal actions related to the reported complaint were identified. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of quality process all devices are manufactured, inspected, and released to approved specifications. Due the conditions observed in the hemostatic valve, an internal corrective action has been opened to investigation this failure mode. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4)

Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium and a hemostatic valve separation issue occurred. There was a lot of resistance with the dilator and the carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium. The black valve was detached and rotated in the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium was replaced and the procedure continued successfully. Additional information received indicates that it appeared that the valve gasket was sideways internally in the hub and it looked to be in 1 piece. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being prepped prior to use. Therefore, air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The issue with the valve was assessed as a MDR reportable hemostatic valve separation issue. The issue with the resistance with the dilator and the sheath was assessed as a not reportable obstructed sheath issue. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 6/17/2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).